Event description:
It was reported that the 7700 system locked up during a case. Also the connector on the foot-switch was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse on the mainframe and the foot-switch was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.